Event description:
My optician suggested that I may be experiencing a reaction to my typical saline solution. While at (B)(6) I grabbed the box next to my former which I believed had a small bottle of "saline" to throw in my purse. I tossed the small bottle into my purse a few weeks ago. Today while driving my left contact lens came out due to dryness. I pulled into a parking lot and opened the bottle and poured it over the lens. Once the lens was moistened I inserted into my eye and immediately felt a terrible burning. I couldn't open my left eye and I ran into a dance studio and flushed my eye repeatedly for 20 minutes. I drove home and began flushing my eye again. It was a bright red mess and I was barely able to open it. It has been 10 hours since this incident and my vision is still not clear.